Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with over 200 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue. Additionally, it was reported that resistance was experienced during the fill process. The issue was resolved by using the same needle to fill the current cartridge . There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.